Event description:
A journal article was received titled: outcomes of osteoporotic trochanteric fractures treated with cement-augmented dynamic hip screw, indian j orthop. 2012 nov-dec; 46(6): 640¿645. Authors: rakesh kumar gupta, vinay gupta, and navdeep gupta. Reportedly: a study involving 64 patients had pmma augmentation of dhs by injecting pmma cement into the femoral head with a custom made gun designed by the authors. It was reported that one patient experienced a superficial wound infection, which was managed with antibiotics. No further information is available. A copy of the literature article is being submitted with this medwatch. This report is for pin(s)/wire(s). It is not known if synthes products were used. This is 5 of 5 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2012 nov-dec; 46(6): 640¿645. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.